Event description:
Additional information received on (B)(6) 2013 noted that the lead "snapped" and had to be replaced. The battery was low on the device and device was replaced.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# v471253, implanted: 2010, explanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect and stimulation was in the wrong location. It was reported that the implantable neurostimulator (ins) and a lead were replaced (B)(6) 2012 due to a kink in the lead. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v471253, implanted: (B)(6) 2010, explanted: product typ lead product ID 3037, serial# (B)(4), product typ programmer. (B)(4).